Event description:
It was reported by the customer that just before use, the cardiosave intra-aortic balloon pump (iabp) was overheating and alarming. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Based on the information provided by the fse, the issue has been solved by completing ¿overtempt fsca¿. No extra parts were used. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e1. H6(health effect ¿ impact codes).

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1, event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) machine was overheating and alarming. No harm and injury reported.